Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that the stent was not deployed. Vascular access was obtained via femoral artery. The totally occluded 12x3mm target lesion contained >=90 degree bend was located in the severely tortuous and severely calcified left circumflex artery. A 3.00mm x 12mm liberté stent was selected for use and advanced towards the lesion. The stent could not be implanted because of the "most calcified lesion." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information received mentioned that the stent was not returned with the delivery balloon and was detached/separated.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a liberte/veriflex stent delivery system (sds) with a liberte/veriflex shelf box, inner packaging pouch and carrier tube. The batch number on the returned packaging and device matched the reported batch. The balloon was tightly folded. The stent was not returned for analysis. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The outer diameter (od) of the balloon was measured with a calibrated snap gauge and measured .0340". Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 2 seconds . Product analysis could not confirm the reported stent deployment difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4).

Event description:
Reportable based on additional information received on 29jan2014. It was reported that the stent was not deployed. Vascular access was obtained via femoral artery. The totally occluded 12x3mm target lesion contained >=90 degree bend was located in the severely tortuous and severely calcified left circumflex artery. A 3.00mm x 12mm liberté¿ stent was selected for use and advanced towards the lesion. The stent could not be implanted because of the "most calcified lesion." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information received mentioned that the stent was not returned with the delivery balloon and was detached/separated.